Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017. The patient came from another facility with an anchorfast endotracheal tube holder already in place. The date of application is not known. One week following admission, the patient was noted to have an unstageable pressure ulcer on the right cheek under the barrier. The injury was covered in slough and was treated with medihoney and a foam dressing. Further assessment will be done after the slough is gone. The anchorfast device continued to be used with a foam dressing under the barrier.